Event description:
It was reported that a multirate large volume infusor underinfused. This occurred during patient infusion. The device was expected to deliver 276 ml of an antibiotic solution but 30 ml remained within the device once flow stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/18/2013 to 09/23/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.